Manufacturer narrative:
A united states customer reported observation of a discordant (B)(6) hepatitis b surface antigen result when using the advia centaur hbsagii (hbsii) assay. Siemens is investigating. No sample issues were noted, and assay calibration and quality control results were within acceptable limits. The limitations section of the assay's instructions for use states the following: "it is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." "For diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A customer reported observation of a discordant (B)(6) hepatitis b surface antigen result when using the advia centaur hbsagii (hbsii) assay. An initial reactive hbsii result was obtained for one patient, and a repeat test was again (B)(6). Confirmatory hbv testing indicated (B)(6) patient status, as well. A third hbsii test for the same sample produced a (B)(6) result, which conflicted with the earlier test results. The patient results were not reported, due to the observed ambiguity among results. There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) hbsagii result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00010 on 2022-01-06. Additional information, 2022-02-28: siemens has concluded the investigation. A united states customer reported observation of a discordant negative (nonreactive) hepatitis b surface antigen result when using the advia centaur hbsagii (hbsii) assay. The patient sample was collected in a becton dickinson (bd) gold-top serum tube and produced initial reactive hbsii results. The sample was confirmed positive (85% neutralization) using the advia centaur xp hbsag confirmatory assay. When the sample was recentrifuged in a secondary tube and retested, it produced a conflicting nonreactive result. Siemens reviewed the quality control data provided and found no evidence of a problem. The customer was unable to provide additional information regarding the patient's medical status or medications/supplements. The sample was drawn offsite so it is not known how long it was allowed to clot. The sample was centrifuged with a fixed angle rotor for an unknown speed and time. It is noted that bd recommends centrifugation for 15 minutes when using a fixed angle rotor for serum separator tubes, as opposed to the 10 minutes required when using a swing-out (bucket) rotor. The customer has not had any further issues like this. A review of internal data indicates advia centaur hbsii kit lot 260 is performing as intended. The cause of the result disagreement observed by the customer with this one sample could not be determined, but siemens cannot rule out pre-analytical factors or a sample-specific issue. Based on the investigation, no product problem was identified. The customer is operational, and no further investigation is required. In section h6, the codes for type of investigation, investigation findings and investigation conclusion have been updated. Note: 1) the hbsag confirmatory results are expressed in % instead of index as initially reported and the date of testing is 2022-01-04, rather than 2021-01-04 as initially reported.